Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was in normothermic since 6 am about an hour ago trend started showing multiple arrows downward. The patient temperature was jumped to 31.2c, water temperature was 40c then patient temperature was 38.3c and now 37.2c only one minute later using esophageal probe for patient temperature input. Mis advised to check temperature cable connection to the probe and pt1 (patient temperature) port. Nurse notes probe was displaced. Mis advised that they would need to reposition or replace probe to continue therapy.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was in normothermic since 6 am about an hour ago trend started showing multiple arrows downward. The patient temperature was jumped to 31.2c, water temperature was 40c then patient temperature was 38.3c and now 37.2c only one minute later using esophageal probe for patient temperature input. Mis advised to check temperature cable connection to the probe and pt1 (patient temperature) port. Nurse notes probe was displaced. Mis advised that they would need to reposition or replace probe to continue therapy.